Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. There is no PMA/510k number as this product is sold in the u.s. Under a different product code.

Event description:
Asr revision, asr xl, left hip, reasons for revision: reaction to metal / stem fracture / component loosening (stem). Please see (B)(4) for original implant and (B)(4) for previous revision. Update rec'd 19 february 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient was also revised to address metal wear/metallosis. According to the medical records, upon revision a gray cloudy liquid was discharged from the joint. The stem was loose with a broken off proximal prosthetic stem fragment. At this time, the adapter sleeve is being reported the complaint was updated on: 03/09/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.